Event description:
This pi is for the intra-op fracture in 2009. While covering a revision of the patient's right hip on (B)(6) 2023, rep was told that patient had an intra-operative fracture of the trochanter during the primary procedure. A cable was used to address the fracture. Rep confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.